Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a gastroplasty procedure. The stapler presented a defect in the safety lock. There was no patient harm. The current status of the patient is good.